Event description:
The event is reported as: when the surgeon pulled on the suture, it broke. The suture detached from the bullet. The bullet ws retrieved from the pt. No pt injury reported.

Manufacturer narrative:
The device history report (DHR) has been reviewed and no issues or discrepancies were found that could potentially relate to this complaint. The DHR show that the product was assembled and inspected according to our specifications. No corrective actions can be implemented at this time. Physical sample is necessary to conduct a proper investigation. Customer complaint cannot be confirmed due to the lack of product sample to perform a proper investigation and determine a root cause. The MFR will continue to monitor and trend relating complaints.